Event description:
On (B)(6) 2009, pt reported that last week while removing the insulin cartridge the plunger got stuck on the piston rod. She stated a large amount of insulin spilled into the infusion cartridge compartment. Advised to turn the infusion device upside down and untwist the adapter completely and allow the insulin cartridge to slide out instead of pulling it out. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.